Event description:
It was reported that the image on the 9800 system intermittently goes blank. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The batteries on the video controller board were replaced during the service call. The system was tested and found to be working as intended and put back into service.